Event description:
The customer reported that the insulin pump was vibrating and was not functioning. The customer stated that she pressed the buttons and nothing came up on the screen. The battery was removed and reinstalled and the device still did not respond. No further info was provided.

Manufacturer narrative:
(B)(4). Device c batch # g9jt36; mft date: 12/18/2009; exp date: 01/18/2014. The analysis results found that device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out, however the orange indicator was overtraveled. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (c) was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out, the indicator did not show up. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device functioned at first but later in the procedure when clamped down, it failed to release. Another device was used in which it failed to work initially. A third device was used to complete the procedure. No other details about problem are available. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.